Event description:
Routine complaint investigation when a consumer's caregiver reported treating the consumer with insulin based on a reading obtained on a blood glucose monitor that was not calibrated to the strips being used. The difference in readings obtained would be clinically significant. There was no report of death or serious injury associated with the event.